Event description:
IV cap on the deltaven safety catheter of pur(polyurethane) with closed 20 gram peripheral piv- peripheral intravenous catheter was located on left hand came off. Patient found in large puddle of blood covering abdomen ~ 12 x 10" in diameter and soaked through blanket, flat sheet. An 8x8" blood spot was also seen on the chux. Staff member reported this is the third event during this shift. Pt: 1888. Device: 2907, 1250. Ref: mw5188022, mw5188024.